Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4620g were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.